Event description:
Reporter reported a patient of his aspirated a merocel nasal packing after surgery, and subsequently expired as a result. Merocel packs were placed in both nasal fossae of the patient. Upon awaking from anesthesia in the recovery room, the patient inhaled forcibly through the nostrils, and aspirated one of the sinus packs into the trachea, and patient subsequently asphyxiated on the pack. The pack was retrieved through an emergency tracheostomy.